Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) for the troponin method were out of range on an advia centaur xp instrument. The customer was also unable to calibrate the assay. Patient results were not reported while qc's were out of range. There are no reports of patient intervention or adverse health consequences due to the troponin calibration and qc out of range.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all four bleach valves. The cse filled the cleaning bottle with deionized water and primed it. The cse ran a system rinse, and then filled the cleaning bottle with proper solution. The cse discovered the base pump had failed and water was leaking through the cuvette ring. The cse repaired cracked tubing leading to the aspirate 2 probe. The cse ran an empty-fill cycle for the cuvettes and replaced the damaged base pump. The cse calibrated the cardiac assays and ran quality controls, which resulted within range. The cause of the troponin calibration and qc issue is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.